Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device was implanted more than six months after the use before date. The ipg remains in use. No patient complications have been reported as a result of this event.